Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 26 mg/dl. Customer stated that he had four episodes of hypoglycemia and he passed out. Customer stated that his wife could not wake him up and she called the paramedics. Nothing further was reported.